Manufacturer narrative:
The serial number of the analyzer is (b)(6).The investigation did not identify a product problem. The most likely cause of the discrepant HIV result is that the sample contained a viral concentration near or at the assay's limit of detection (LOD), where wavering between reactive and non-reactive results may occur and is expected.In a clinical context, unexpected HIV reactive are typically caused by contamination due to deviations from optimal workflow. A possible root cause with a low viral load and a negative serology result could be indicative of a window period result.

Event description:
There was an allegation of questionable HIV results with the Cobas® MPX - 480T for a donor sample tested on the Cobas 6800 analyzer. The initial result was Reactive for HIV. The repeat result was Non-Reactive.Serology result was negative.